Manufacturer narrative:
Updated information: guidewire is available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the impella guidewire arrived deformed. A replacement v18 control wire was used successfully. No patient harm was reported.

Manufacturer narrative:
B5. Additional event description added. D9. Is device returned to manufacturer? And date device returned to manufacturer added. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Additional information was received that reports "my understanding is the guidewire was found damaged when taken out of the package and therefore not useable. This was discovered on prepping - prior to case start. I was not given any information about the package but the wire had been passed off to the sterile field. The end of the wire seemed frayed. It has been shipped back for investigation."

Manufacturer narrative:
Per clarification, device was received damaged and was not damaged by the site. H6 per clarification, device was received damaged and was not damaged by the site. H6 medical device problem code a0207 additional coding added for device received damaged and device-(twist, bent, kinked) a040601 was changed to degraded a0405.